Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 622 mg/dl at the time of incident. The customer did not experienced symptoms due to high blood glucose. It was unknown whether the customer was using auto mode or not. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reported the blank screen. No further patient complications were reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with end cap address label missing, serial number label missing, missing display window cover, pillowing keypad overlay, cracked battery tube threads, cracked case near the corner of belt clip rails and cracked retainer during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump received with pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and high sleep current measurement. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, in the pump history found: low battery alarms on (B)(6)2022 at 21:13:00.000. Replace battery alert on (B)(6)2022 at 09:23:00.000 replace battery now alarm on (B)(6)2022 at 21:13:46.000 power loss alarm on (B)(6)2022 at 21:26:09.000, 21:26:19.000, 21:36:14.000 and 21:36:25.000 failed batt/battery failed alarm on (B)(6)2022 at 21:13:25.000 and 21:13:46.000 pump was cut open to perform visual inspection and found moisture damage on the pcb 1, force sensor and keypad flex tail noted. The force sensor offset measured (23.3 mv). The original pcb 2 was removed and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no pump error 68 alarm, pump error 49 alarm, pump error 23 alarm during testing and sleep current measurement is within specification. In summary, customer alleged not confirmed for blank display. Unable to verify customer alleged for high bg. The force sensor is within specification. Cosmetic damage was confirmed at serial number label, battery tube threads and case near the corner of belt clip rails. Pump received with pump error 68 alarm, pump error 49 alarm, pump error 23 alarm, high sleep current measurement and power loss alarm in the pump history due to moisture damage pcb 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.